Event description:
On (B)(6) 2004, the pt underwent repair of an abdominal aortic aneurysm and was implanted with three gore excluder bifurcated endoprostheses. On (B)(6) 2012, the pt underwent a reintervention where the devices were relined with gore excluder aaa endoprostheses. The pt tolerated the procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusion - aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Add'l devices: (B)(4).